Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient experienced bradycardia with a specific heart rate down below to 30 beats per minute. Technical services (ts) reviewed the case, evaluated this implantable pulse generator (pacemaker) parameters, and indicated the device is working as intended. Ts could not relate the bradycardia to a performance issue. In addition, the patient experienced syncope due to this low rhythm and was intubated for approximately 24 hours in the hospital. The physician believed this case was a result of a product issue. Subsequently, this pacemaker was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. Therefore, no performance issues could be confirmed.

Event description:
It was reported that this patient experienced bradycardia with a specific heart rate down below to 30 beats per minute. Technical services (ts) reviewed the case, evaluated this implantable pulse generator (pacemaker) parameters, and indicated the device is working as intended. Ts could not relate the bradycardia to a performance issue. In addition, the patient experienced syncope due to this low rhythm and was intubated for approximately 24 hours in the hospital. The physician believed this case was a result of a product issue. Subsequently, this pacemaker was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.